Event description:
It was reported that the biomed had an arctic sun device that was not reading temperature, patient temperature (pt) 1 was not working but patient temperature (pt) 2 works. Per additional information updated from ttm on 10sep2025, biomed called regarding device reported that patient temperature (pt)1 probe was not registering. They tried simulator key and new cable but confirmed patient temperature (pt) 1 port was not registering a temperature. Per follow up information received via task on 24sep2025, no patient involved at the time of the malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed pt1 on the pcb panel. The arctic sun stat was evaluated upon receipt. During the evaluation it was found that the pt1 on the pcb panel had failed. (Arctic sun stat) no error code observed. Pcb panel esd was replaced. A final inspection was performed. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested and passed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not reading temperature, patient temperature (pt) 1 was not working but patient temperature (pt) 2 works. Per additional information updated from ttm on 10sep2025, biomed called regarding device reported that patient temperature (pt)1 probe was not registering. They tried simulator key and new cable but confirmed patient temperature (pt) 1 port was not registering a temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not reading temperature, patient temperature (pt) 1 was not working but patient temperature (pt) 2 works. Per additional information updated from ttm on 10sep2025, biomed called regarding device reported that patient temperature (pt)1 probe was not registering. They tried simulator key and new cable but confirmed patient temperature (pt) 1 port was not registering a temperature. Per follow up information received via task on 24sep2025, no patient involved at the time of the malfunction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.